Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's reservoirs would no longer fit inside of the insulin pump whenever the reservoirs are filled with insulin. The patient's blood glucose at the time of incident was 18.9 mmol/l. The insulin pump seems to rewind but the process does not appear to be completed properly. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. No unexpected rewind anomaly noted during testing. The insulin pump was received with cracked keypad overlay at the select button, scratched case and keypad overlay